Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness. D4: only di provided as lot number is unknown.

Event description:
It was reported that air leak; the cuff is deflating. There was patient involvement, and no reported patient harm/adverse event.